Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Upon inspection and testing, it was observed that there was no image. This is attributed to the faulty cable unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
As reported for this event, during preparation for use the device yielded no image upon being plugged in. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. Due diligence was executed for this event with no information, including initial reporter occupation, provided by the customer. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The damage of the cable may be attributed to the user¿s handling. A description on cable damage was found in the instruction manual, following which the issue can be prevented from occurring: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.